Event description:
It was reported that a system alarm occurred at the end of a routine hemodialysis treatment. A manual rinseback was initated however air was observed in the blood line preventing full return of the patient's blood. An estimated 20cc blood loss occurred. No medical intervention was required.